Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm on an unknown date. It was reported that on CT exam on an unknown date, aneurysm expansion was noted after implantation of the endurant stent graft. The proximal neck and the distal cia had dilated. The aneurysm expansion led to a type ia and type ib endoleak. As per the physician, the cause of the event is anatomy related due to blood vessel dilatation. No additional clinical sequelae were reported and the patient will be monitored by their physician.